Event description:
Major pump unit(s) involved: blood pump. Additional text: partial flow obstruction at inlet of vad. Specific component(s) involved: inflow valve. Additional text: inlet obstruction due to septal bowing @diastole. Tethering or suction caused by vad. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions. Other intervention : decreased rpm's, decreased beta blockers. Implant device type: lvad

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow valve.